Event description:
It was reported that there was an emergency room visit for high blood glucose levels. Blood glucose at time of emergency room visit was 466 mg/dl. Significant events leading to the emergency room visit was basal delivery. It was reported that basal delivery was not operating correctly-giving error message. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with multiple basal rates and monitored. The basal were delivered and recorded properly in basal review screen. No basal delivery anomaly noted. No cosmetic damage noted. (B)(4).